Manufacturer narrative:
Philips service replaced the x-ray tube 12nc:989000085143 and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that the x-ray tube focus defect caused tube damage, making x-ray unavailable on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.